Manufacturer narrative:
It was reported a revision surgery was performed removing both the bhr head and cup. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Device history record review confirmed that all released parts met specifications applicable at the time of production. The available medical documents were reviewed. Two undated x-rays were provided showed a left resurfacing total hip replacement. The left hip anterior-posterior view shows a femoral peg in slight varus position and an acetabular component in suboptimal implant position, out of the suggested positional range suggested in the surgical technique. Without a date it remains unclear whether this situation was a result of a positional change or the devices were implanted like that. According to the provided revision report, the patient had increasing blood metal ions, frozen sections indicated no acute inflammation or bacterial growth, there was grayish tan tissue information, once removed the cup and the head seemed normal with no signs of damage. The surgical reports of implantation and revision did not provided information that could explain the implant failure or the elevated blood metal ions. The x-rays indicate a slight varus position of the femoral component. However, it remains unclear whether this contributed to the reasons for the revision. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint. If the products or additional information become available in the future, this case will be reopened. Without additional information about this patient's particular case, our investigation remains inconclusive. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that revision surgery was performed.

Event description:
It was reported that after a left bhr construct was implanted on (B)(6) 2008, the patient experienced hip pain, squeaking, and high blood metal ion levels ((B)(6) 2017: chromium 9.1ng/ml cobalt 11.2ng/ml). Revision surgery was performed on (B)(6) 2018 to treat these adverse events. The 50mm bhr acetabular cup and 42mm bhr resurfacing head were removed and grayish tan tissue that was debrided from the joint was found. The tissue was sent to biopsy and culture. The cultures were negative, and the biopsy revealed mild chronic inflammation and pigmented histiocytes containing brownish-gray material suggesting metallosis. After the revision surgery, the patient had hip pain and a CT scan was performed. The patient outcome is unknown.